Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming, as well as a motor position encoder error. Customer's blood glucose was 7.0 mmol/l. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm other error alarm due to an erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.